Event description:
Reported due to a retroperitoneal bleed requiring intervention. The physician attempted an arteriotomy closure using the starclose device after an itnerventional procedure. Hemostasis was achieved with the device. However, an hour after the pt was transferred to intensive care unit (ICU) the pt experienced a drop in blood pressure. Intravenous fluids were given. An hour later, the pt's blood pressure dropped again. A computerized tomography (CT) scan was performed which showed a retroperitoneal bleed. The pt received a blood tranfusion and femstop was applied. The pt's hemodynamic status worsened overnight and she was sent to surgery the next day for evacuation and repair of the posterior iliac arterial wall. Hospitalization was prolonged for an unspecified amount of time.